Event description:
The customer reported erroneous results for one patient sample tested for carbohydrate antigen 19-9 (ca 19-9). The initial ca 19-9 result was 1.71 u/ml. The erroneous result was reported outside of the laboratory where it was questioned by the physician since the result was not consistent with the patient's history. The sample was repeated and the result was 407.6 u/ml. An amended report was released from the laboratory. No adverse event occurred. The ca 19-9 reagent lot was 18192500. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
The investigation determined the root cause of the issue was a problem with sample pipetting. After parts were replaced, the system worked according to specification without further issue.

Manufacturer narrative:
A possible root cause is a partially clotted sample. A different sample with a clot was detected by the system around the same time as the original sample was pipetted.

Manufacturer narrative:
The field service representative visited the site on (B)(6) 2015 where the sample pipetter and nozzles were replaced. These parts were adjusted and realigned. Prewash lines were flushed and valves were checked for leakage. System performance checks were run. No further incidents have occurred since the analyzer was serviced.